Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient ipg would not communicate with the external device. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received that surgical intervention was undertaken where in the ipg was explanted and replaced, restoring the therapy post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.